Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a guide catheter was unable to be removed from a guide wire. The lesion was located in the mid right coronary artery (rca). Lesion details are unk. A pt2 light support 185cm straight guide wire was stuck to an unk guide catheter. The procedure was completed with another of the same guide wire. No pt injuries or complications were reported. The pt condition is reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).